Event description:
It was reported that the patient presented to the clinic for a follow-up on 26 jul 2022. During examination of lead, it was noted that there was loss of capture threshold on right atrial (ra) lead. No programming changes were made to the lead. The patient was in stable condition.

Manufacturer narrative:
Additional information - b5, e1, e2, e3, h6.

Event description:
New information received notes the patient presented to the clinic remotely. The right atrial lead had no capture. Programming changes were made to the lead. The patient was in stable condition.